Manufacturer narrative:
Known risk of the device and no new risk has been recognized. No device malfunction detected. Treatment parameters in line with typical range. These side effects may be related to edema that evolved into the internal capsule and is a known risk following focused ultrasound treatment. This edema is typically transient.

Event description:
Patient underwent focused ultrasound treatment on the right side (second side treatment) to treat essential tremor on the left hand. No adverse events were noted during the treatment or immediately following treatment. Within 24 hours after treatment, patient developed left-sided weakness and gait disturbance.